Event description:
It was reported the pump battery could not be charged. The customer reverted to an alternate method of insulin therapy. There was no reported impact to the customer's blood glucose level.